Event description:
It was reported that the procedure was to treat a lesion in the superior mesenteric artery (sma). A 6f sheath was advanced. The first 8x29mm omnilink stent was implanted at the target lesion. Then, a second 8x19mm omni elite balloon expanding stent was implanted at the ostium of the sma; however, during removal of the delivery catheter, the stent migrated back in the aorta. Therefore, an unspecified balloon was used to capture the migrated stent and implant the stent in the common iliac artery. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. In this case, a definitive cause for the reported stent migration resulting in unexpected medical intervention and foreign body in patient could not be determined. It may be possible that the migration was the result of non-uniform or partial stent apposition or under-sizing of the vessel; however, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.